Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2006. It was reported that he had not utilized or recharged the device for approx one year. As such, he was unable to communicate with the ipg via his charging sys. In an effort to resolve this matter, the pt's ipg was replaced on (B)(6) 2010. The explanted device was returned to the MFR for analysis. F/u on the pt found no further issues reported.